Manufacturer narrative:
The customer¿s experience with the returned pump module failing rate accuracy was confirmed during testing. Inspection of the returned pump module found the right two (2) bezel datum posts crushed and flattened. The flattened bezel datum posts reduced the gap between the mechanism fingers and the platen, resulting in reduced flow. Asm rate accuracy testing performed on the returned pump module found the device failing rate accuracy testing and under infusing. Rate accuracy testing with a known good bezel installed in the returned pump module, the device was observed delivering fluids in specification. A pm was performed on the pump module. The device passed al pm tasks. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
It was reported that the pump module failed preventive maintenance testing twice and the rate calibration process. There was no patient involvement as the event occurred during preventive maintenance. It was later reported by the biomed stated; "the unit was acceptance tested new from bd 5/16/2018. There is no maintenance performed since then until the annual pm in march 2019 where it failed due to low volume. Attempts to calibrate resulted in overshoot and undershoot from the target. Vpmr adjustments did not put the run volume in tolerance. Suspect a bad motor control logic board. There was no patient involvement with this unit."